Event description:
The reporter stated that the stopcock plug falls off when they use the stopcock under pressure and draw blood from it. Has happened numerous times. No pt injury or treatment associated with these events.